Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23dec2019.

Event description:
The customer reported that when the circuit was detached from the flow guard, an alarm occurred and the device shut down. There was no patient involvement. The manufacturer's international service technician evaluated the device and confirmed the reported issue. The service technician replaced the lithium ion battery. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved.